Event description:
2006 - female with a long history of coronary artery disease, hypertension, acid reflux, hyperlipidemia and prior breast cancer admitted for complaints of chest pain - underwent staged tx for her coronary artery lesions. Two days later, underwent a left heart cath and placement of a taxus drug-eluting stent to treat stenosis in her rca. Boomerang wire was used in the right femoral artery without issue or complication. Next day, tx of severe complex eccentric proximal lad stenosis and severe critical 99.9% stenosis of the diagonal branch of the lad. A drug-eluting cypher stent was placed in the proximal lad lesion. The diagonal branch of the lad was difficult to access due to acute angulation of the vessel. Repeated attempts to cross the proximal lesion resulted in a perforation of the diagonal branch, which was sealed with placement of an abbott vascular jostent. A small amount of dye extravasated into the pericardium, resulting in mild staining. Post procedurally, ck mb was elevated. Next day, 06:15 - the patient was found unresponsive, without respiration, and with a bradycardic cardiac rhythm that deteriorated into pulseless electrical activity. Resuscitation measures were unsuccessful. The presumptive diagnosis was pulmonary embolism.

Manufacturer narrative:
This patient's death was determined to be unrelated to the boomerang device per the treating physician.